Manufacturer narrative:
Batch review performed on 24 july 2018. Lot 133082: (B)(4) items manufactured and released on 07 october 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 12 july 2018. Total hip revision surgery occurred 4 years after implantation of a cementless tha in a (B)(6) year old man. Radiographic image provided shows the presence of signs of stress-shielding. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and causes are often unknown. On the basis of information received, the reason of this failure cannot be determined.

Event description:
About 4 years after surgery, the surgeon revised the patient for stem loosening and a strong infection suspicion. The surgery was completed successfully. On 12 july 2018 we were informed that no infection was detected.